Manufacturer narrative:
Medwatch with identifier (B)(6) is meter u100467531, medwatch with identifier (B)(6) is meter u100853461. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Differences in readings with two meters. Test cassette or lot information is not available. Meter u100467531 20.0 mmol/l meter u100853461 within ten minutes 9.0 mmol/l no adverse event alleged. Strips are not available for return.